Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had low power. The device also failed pretests for check with test bench and record results; power: 30 to 80 watt(w) and speed: minimum 632 to 1032 rotations per minute (rpm) at 6.5 bar ± 0.2 bar, check valve-control in ¿lock¿ position, check valve-control in ¿hand¿ position with hand switch, check external leak tightness, check internal leak tightness, general condition and check history. Therefore, the reported condition was confirmed. The assignable root cause was traced to component failure due to faulty parts. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
UDI: (B)(4). The actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the air pen drive device had low power causing the device to run slow, and/or with lower energy. It was further reported that the malfunction also applied to low rotational speed of handpiece device. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.